Manufacturer narrative:
An investigation has been initiated. The device sample has been returned to the device manufacturer for evaluation. When the investigation is complete a supplemental report will be submitted.

Event description:
Catheter was successfully inserted into patient in interventional radiology and just a few hours later it returned from the floor with an apparent hole(s) in the extension tubing luer area. A new catheter with the same lot # was exchanged with no incident and the patient has had no problem since.

Manufacturer narrative:
Received an 8f x 18cm hemocath for evaluation. A visual inspection revealed no defect or damage to the catheter. A functional analysis showed a pin hole in the blue extension tubing. The device was forwarded to the device manufacturer for evaluation. A review of the manufacturing process noted that this device family is 100% leak tested at the end of the manufacturing process which would detect any failures. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the extension material. We are unable to determine the exact cause of the failure however it appears that the device may have come into contact with a sharp edge during the insertion procedure. There is no evidence of a manufacturing defect.